Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) was selected for use. The sheath was prepped as usual and the physician used it for transseptal access along with the versa cross connect dilator. Once at transseptal, the physician took out the pigtail wire and versa cross connect dilator and kept the faradrive sheath in the patients body to proceed with the procedure. When the physician inserted the farawave ablation catheter into the sheath, there was visible air that could not be removed even after aspirating and flushing multiple times. The physician then decided to replace and use a new faradrive sheath. No such visible air was seen after using the alternate device and the procedure was completed successfully. No patient complications occurred.